Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a pump reset, which resolved the issue, allowing a successful start to their sensor session.